Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary vessel. A 5.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, the balloon snapped during procedure. The device was completely removed and there were no patient complications reported.